Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the cause of the painful pulsing sensation was not really determined. The steps taken to resolve the painful pulsing sensation was recalculating and pairing. The painful pulsing sensation has resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated she is having problems with her implant because when stimulation is on she gets a pulsing sensation that causes her leg to twitch that wasn't painful, so she shut her stimulation off for 24 hours and when she turned her stimulation back on the sensation came back after 10 seconds of being on and it was painful then. The patient stated she has tried to decrease her stimulation from 13v to 11v and changed groups, but the sensation is still present and didn't subside. The patient stated only when her stimulation is off that the sensation subsides. The patient is currently taking a lot of pain pills to function because she can't have her stimulation on. The patient also stated she has not had any falls or trauma to cause this. The patient was redirected to follow up with her healthcare provider (hcp) to address the sensation and possible reprogramming. No further complications were reported. No additional patient symptoms were reported.